Event description:
A patient required replacement of a 9 year old failed urethral sphincter prosthesis which consisted of 3 parts: balloon, pump and cuff. Manufacturer is american medical systems. It was necessary to perform surgical operation to remove and replace the defective device. Identifying data consists of the following: pump, model 72400098, / balloon, model 1178t009, / cuff , model 72400169, follow up: no complications with the patient.